Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 460 mg/dl. Customer is using the same settings that were used with previous non tandem pump. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
(B)(4).

Event description:
Customer also reported that after changing the infusion site, customer received an occlusion alarm during basal. The customer changed the site again and continued insulin delivery using the pump with manual injections to manage elevated blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.